Event description:
It was reported that when using the bd pyxis medstation system, the screen consistently froze and the fingerprint option was also disabled, requiring a witness to log another user in. The customer reported that there was 20 - minutes delay in the patient workflow to retrieve the required medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-nov-2022 to 18-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system screen froze and prevented the user from accessing medications. The technical support specialist confirmed that the issue was resolved once the customer had rebooted the station. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis medstation system, the screen consistently froze and the fingerprint option was also disabled, requiring a witness to log another user in. The customer reported that there was 20 - minutes delay in the patient workflow to retrieve the required medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system screen froze and prevented the user from accessing medications. The technical support specialist confirmed that the issue was resolved once the customer rebooted the station. The system functioned as intended.